Manufacturer narrative:
Product complaint # (B)(4). Additional information has been requested however not received. If further details are received at a later date a supplemental medwatch will be sent. Is photo available of patient reaction? Name of surgery? What was the procedure date? Was any prescription strength medication prescribed? Please specify? Was any surgical intervention performed? Were any cultures taken? Results? Please describe how was the adhesive was applied. What prep was used prior to, during or after adhesive use? Was a dressing placed over the incision? If so, what type of cover dressing used? Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Was patient screening done prior the procedure, e.g. Check patient not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? Patient demographics: initials / ID, gender, age or date of birth; bmi patient pre-existing medical conditions (ie. Allergies, history of reactions) has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? Product code and/or lot of product used? Current patient status. Are there any patient precipitating factors that may have contributed to the reported issue? What is the physician¿s opinion as to the etiology of or contributing factors to this event? N. No product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent a tarsal procedure on (B)(6) 2022 and topical skin adhesive was used. Post-op, the adhesive came off the patient. The surgeon stated the wound dehisced and it resulted in an infection for the patient. Additional information has been requested.